Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The alert date is (B)(6) 2020 and the procedure date is (B)(6) 2020. Please confirm the alert date and procedure date.

Event description:
It was reported that a patient underwent a mediastinal tumor resection surgery on (B)(6) 2020 and suture was used. During sternum closure, the needle detached from the suture. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/09/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: the alert date is (B)(6) 2020 and the procedure date is (B)(6) 2020. Please confirm the alert date and procedure date. =>the alert date was entered as (B)(6) 2020 here. If you see it as (B)(6) 2020 there, it is probably due to the time zone difference. No further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.